Manufacturer narrative:
H2, h3, h6, h10 updated. Device evaluated by MFR: the device was returned for analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified pump failed functional test was the most probable cause of the reported event.product analysis confirmed pump malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient and the physician were unable to inflate the inflatable penile prosthesis (ipp). The physician tried to cycle pump in the operating room before surgery, but was unsuccessful. Once pump was exposed, it worked sufficiently. Original pump was removed and replaced. There were no further complications.

Event description:
It was reported that the patient and the physician were unable to inflate the inflatable penile prosthesis (ipp). The physician tried to cycle pump in the operating room before surgery, but was unsuccessful. Once pump was exposed, it worked sufficiently. Original the pump was removed and replaced. There were no further complications.